Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to a reaction to the medication retuxan. The blood glucose reading was over 600 mg/dl. Customer stated that the hospitalization was not due to the insulin pump. Nothing further was reported.